Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The returned trial femoral has been evaluated and it was concluded that it was conforming to design specification. A review of the complaints data base for the past 3 years has found no similar reported events for these items. A review of the manufacturing history records confirms no abnormalities or deviations reported. It has been concluded that the reported event is a direct result of the incorrect trial femoral placed in the cemented oxford loaner kit. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that an incorrectly sized femoral provisional was in the instrument tray resulting in a hoffa fracture and procedural delay to repair the fracture.